Event description:
Company representative reported that it was the first time for the pt to inject herself for osteoporosis. After attending a demonstration for self-injection by a nurse at a hospital training room, she injected by herself in her thigh in front of the nurse. The needle broke and remained in her body. The needle was found by x-ray and surgically removed.

Manufacturer narrative:
Eval summary: issue: needle break off. Test/investigation carried out. Sixty nine samples (68 sealed pen needles, one broken piece of cannula) received from lot# 0253204. Visual examination. DHR review. Results: opened 12 out of 68 sealed samples and did not observe any damage. Observed bending where breakage occurred on cannula fragment, this bending may have resulted in the breakage, however, as rest of pen needle was not returned cannot confirm this as manufacturing related. As part of periodic qc checks full assembled pen needles are manually inspected under magnification for optimal point quality. Bd diabetes care continuously monitors the market (post production) for any indication of user discomfort or product malfunction and initiates necessary CAPA to address any trends. All bd needles fully conform to (B)(4) "stainless steel needle tubing for manufacture of medical devices". The needles should not bend/break with normal single usage. No related issues from DHR review.